Event description:
The facility representative reported a flo-gard infusion pump with an unknown problem. This condition was found upon power up in the medicine b area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with an unknown problem was not confirmed or duplicated by baxter service personnel. Quality engineering has reviewed the service evaluation and has determined that an out of calibration pump 1/pump 2 air sensor, found as an ancillary condition, confirms the condition. The root cause of this condition was determined to be a faulty air sensor assembly. The sensor board was replaced to correct this condition. A device history review could not be completed as the data-card retention period has expired. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.